Event description:
Dealer states "when consumer pushed down to set hand break right side completely fell off." Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 6550, serial number/date code and age are unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; as stated by the dealer the consumer pushed down to set hand brake; right side completely fell off. The dealer noted that a warranty was issued to replace the part (right side hand brake assembly #(B)(4)) to resolve the issue. This brake malfunction is a potential for fall injury. MDR filed.